Event description:
The doctor was placing a central line in an ICU patient. The included needle drivers in the kit were defective and did not work. They had to get another set in order to complete the procedure.